Event description:
It was reported that the asymptomatic patient presented in the emergency room on (B)(6) 2017 after receiving a vibratory alert. It was noted that the right ventricular lead exhibited high, high voltage lead impedance. It was further noted that the patient got the alert on (B)(6) 2017 and the impedance had been hovering around the threshold for the past year. The patient would continue to be monitored as there were no symptoms and the measurement appeared to be physiologic